Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient was experiencing withdrawal symptoms of itching and increased spasticity. The patient was given oral baclofen and it helped her. The cause of the issue was unknown. Exploration of the system was planned for (B)(6) 2014. The patient status was reported as ¿alive-no injury.¿ the device system was delivering gablofen. It was later reported that the pump was replaced prophylactically; the pump had 18 months until eri (elective replacement indicator). The physician did not suspect an issue with the pump, but since he planned to do exploratory surgery to evaluate the catheter; he would replace the pump. An x-ray indicated that the catheter was intact at the spine. Upon opening the pump pocket, the existing pump was shown to be connected to the existing catheter via sutureless connector. The connection was secure. The physician disconnected the catheter and removed the pump. He attempted to aspirate from the sutureless connector and was unable to. The physician then exposed the incision in the back. The 2-piece catheter was intact. He then cut the catheter on the spinal side of the connector piece. He was able to easily aspirate the drug and csf (cerebrospinal fluid) from the catheter that was placed in the spine. He also confirmed the presence in the intrathecal space by doing a dye study. He then cut the 2-piece connector off the pump side of the catheter and attempted to aspirate from the cut end of the pump segment and he was unable to do so. He removed the pump piece of the catheter and replaced with a new pump segment. The physician lowered the drug dose on the new pump to 150 mcg/day as he was not sure what dose the patient had actually been receiving prior to the revision. The physician believed that there may have been an obstruction or kink in the pump segment of the existing catheter.